Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display to be unreadable/dim and a crack in the battery case. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/14/2013 with the following findings: no insulin delivery defect was found with the pump. The dim pink / faded display screen is duplicated. Open pump to take away a bad display screen to complete a test with knew good display screen, the good display screen is showing a strong contrast. Unrelated to this complaint, the battery compartment is cracked from threads to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).